Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the physician was unable to advance the lead tip through the valve. After several attempts the physician thought they noticed insulation damage and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. The analyst noted the outer insulation was kinked at 2 cm from the distal end of the lead. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.